Manufacturer narrative:
Correction: report source: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the information available, there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker called fresenius technical support for assistance with a ¿remove cassette¿ message at the beginning of treatment. During the call, it was reported that the patient was hospitalized on (B)(6) 2019 for unknown reasons. Multiple attempts have been made to obtain additional information, but none was provided.